Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lo# unknown, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had needed an implantable neurostimulator (ins) change out the second week of (B)(6) prior to the date of this report. During the week of (B)(6) 2014, the patient had started having therapy issues which had involved more freezing episodes and falling frequently. The patient had fallen once weekly during that time. It was noted that since the ins change out those problems had been less of an issue. The healthcare professional ran impedances on the system and had told the patient that they were normal. The patient had inquired if loss of efficacy was normal toward end of service (eos). Patient¿s therapy was better but not completely back to where it was before the therapy issues had begun. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, serial # unknown, implanted: (B)(6) 2010, product type lead; product ID neu_unknown_lead, lot # unknown, serial # unknown, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.